Manufacturer narrative:
January 17, 2011. The analysis on this device is pending.

Event description:
The rv setscrew was not working properly during the implantation procedure. A new paradigm was implanted successfully. Note: qa was not notified of this case until (B)(6) 2010.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending. (B(4) 2011.

Event description:
The rv setscrew was not working properly during the implantation procedure. A new paradigm was implanted successfully. Note: qa was not notified of this case until december 20, 2010.